Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that retraction failure occurred during use with a bd pegasus¿ safety closed IV catheter system. The following information was provided by the initial reporter, "noticed tip shield didn¿t be activated during needle retraction."

Manufacturer narrative:
Investigation: DHR was performed and no abnormality was found in the incoming materials and the assembly, packing and sterilization process. From the returned photo the shield didn't activate during the needle retraction. Since no sample was returned further analysis can't be done to check the tip and shield to find abnormalities so a root cause can't be determined.

Event description:
It was reported that retraction failure occurred during use with a bd pegasus¿ safety closed IV catheter system. The following information was provided by the initial reporter, "noticed tip shield didn¿t be activated during needle retraction."